Event description:
It was reported that the indication for use was unstable blood pressure when performing cardiac catheterization. While in the c.v. (Cardio vascular) department the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patient's left femoral artery. The iab was inserted through the sheath and blood flooded from the sheath and into the cath-gard shield. The iab was removed and another iab was prepped and inserted into the patient's right femoral artery successfully. There was no reported patient death, injury or complications. There was a reported medical/surgical intervention required and defined as "direct compression on the puncture site to stop bleeding." The event occurred right after the catheter was inserted. There was a 30 minute interruption/delay in iabp therapy. The patient outcome is "observation in ccu." Updated information received from the distributor stated that when inserting the catheter, the process was smooth and there was no evidence of tortuous anatomy of the patient. Right after seeing blood flooding from the sheath, the catheter was removed immediately and was not connected to the machine. The patient was transferred to a general ward today and is progressing well.

Manufacturer narrative:
(B)(4).